Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was noted that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient. There was no difficulty experienced implanting the 25mm portico ng/navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 7.3mm. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a new left bundle branch block. There was no intervention performed. It was also noted over the day that the patient began to show signs of hyperactive delirium. The decision was made to administer the patient pipamperone and risperdal and the patient symptoms improved. On (B)(6) 2024, it was noted via telemetric monitoring, that the patient developed an intermittent complete heart block. The decision was made to provide care by inserting a temporary pacemaker. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The patient had a prolonged hospitalization due to these events. The cause of the patient's heart blocks are attributed to the implant procedure and/or 25mm portico ng/navitor valve. The patient's delirium is attributed to the implant procedure. However, there is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of new left bundle branch block and intermittent complete heart block was reported. There was no difficulty experienced implanting the 25 mm navitor valve. Information from field indicated that the final non-coronary cusp implant depth was 7.3 mm, deeper than the optimal 3 mm depth. There was no intervention performed. It was also reported over the day that the patient began to show signs of hyperactive delirium. The decision was made to implant a dual chamber permanent pacemaker. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The cause of the patient's heart blocks and delirium were attributed to the implant procedure. Based on the information received, the cause of the reported incident could not be conclusively determined, however deeper deployment may have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, artmt600163776-c, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was noted that on (B)(6) 2024, a 25mm portico ng/navitor valve was successfully implanted in a patient. There was no difficulty experienced implanting the 25mm portico ng/navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 7.3mm. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a new left bundle branch block. There was no intervention performed. It was also noted over the day that the patient began to show signs of hyperactive delirium. The decision was made to administer the patient pipamperone and risperdal and the patient symptoms improved. On (B)(6) 2024, it was noted via telemetric monitoring, that the patient developed an intermittent complete heart block. The decision was made to provide care by inserting a temporary pacemaker. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The patient had a prolonged hospitalization due to these events. The cause of the patient's heart blocks are attributed to the implant procedure and/or 25mm portico ng/navitor valve. The patient's delirium is attributed to the implant procedure. However, there is no allegation of malfunction against the abbott device or procedure.